Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a continuous renal replacement therapy which included a prismaflex m100 set. During treatment, the nurse observed that the effluent pump segment became disconnected from the set. There was no serious injury to the patient and no medical intervention to preclude serious injury.